Event description:
It was reported that the patient was seen in clinic with high impedance. The physician turned the device off. Ap chest x-rays were provided. The x-rays were provided after a report of a high impedance error was received after running system diagnostics. Generator placement was observed to be according to labeling, with the generator sitting anteriorly to rib 4 in the upper left chest. Based on the images provided, the feedthrough wires appear to be intact, but the lead pin does not appear to be fully inserted past the second connector block. Majority of the lead was able to be viewed based on the scope of the images. A strain relief loop and bend are present, however due to the angle of the image it is unclear if they were placed per labeling. Two tie-downs were visible and appear to be placed laterally to the anchor tether, however this could not be confirmed due to the angle and clarity of the image at that location. A portion of the lead was visualized to be behind the generator. The visible portions of the lead were assessed for fracture and discontinuities; however, none were noted. Based on the x-rays received, the cause of the high impedance is likely due to the incomplete pin insertion; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that the patient underwent surgery. The lead pin was observed to not be inserted past the second connector block. The pin was reinserted and the high impedance resolved. No other relevant information has been received by manufacturer to date.